Event description:
It was reported that a patient underwent gastric bypass surgery on (B)(6) /2013 and suture was used. During the procedure, the needle broke. The surgeon were unable to remove the tip of the needle from the patient. Another device was used to complete the procedure. No additional monitoring of patient has been initiated. Additional information has been requested

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. A possible batch number is reported as follows: batch ehk299. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: one half of a needle that was broken in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.